Manufacturer narrative:
(B)(4) date sent: 7/27/2021 see attached user facility medwatch

Manufacturer narrative:
(B)(4). Date sent: 3/16/2021. D4: batch # u5eu22. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the difficult to open, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. And for the would not reverse button force and would not reverse knife automatic, slide the knife reverse switch forward to return the knife to home position. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparotomy with pancreatectomy/adrenalectomy procedure, while firing the pve35a stapler on a vein (thin tissue), the stapler deployed the staples as intended. The stapler sled then failed to return to the regular position. The surgeon stated it deployed staples properly but ceased to return when he let go of the firing trigger. He stated he held the trigger several seconds after transection to keep the sled at the distal tip. As it wouldn't return, they couldn't open the stapler. They first attempted to use the knife return switch but it did not work. Therefore, they used the manual override to return the knife blade to the starting position. Upon inspection, they said the jaws were clear and noted it was a firing on thin tissue. Stapler was opened after using manual override. They finished the case with the pcee60a that was already opened. There were no adverse consequence for the patient.